Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer was hospitalized four times due to high blood glucose levels. The customer also experienced low blood glucose levels. He rarely woke up with a blood glucose level above 200 mg/dl. The customer received random no delivery alarms. The insulin pump's screen was scratched. The customer had issues with the insulin pump's battery. The device was not returned.